Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the ring on the reservoir compartment came off. The customer's blood glucose was 338 mg/dl at the time of incident. The customer also reported that the blood glucose reached 368 mg/dl. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they were able to lock the reservoir in place. The customer declined high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Tested with a test p-cap and the test p-cap did not lock in place properly due to missing retainer. Unable to perform displacement test due to missing retainer. Unit received with corroded battery tube.